Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms on their insulin pump. The customer states their blood glucose levels have been running high. The customer's blood glucose level was in the 600mg/dl range. The customer treated with manual injections and their levels dropped to 348mg/dl. The customer states their levels rose to 548mg/dl. The customer states they could not remove the infusion set at the quick release. The customer states they would treat with another manual injection and declined to troubleshoot the device. The customer declined to have paramedics be called to respond to her home for assistance. No further assistance was provided at this time.